Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, requiring placement on the charger to wake and later needing multiple button presses, which resulted in one missed breakfast announcement; blood glucose values reported were 180 mg/dl and later 141 mg/dl without impact to glycemic control. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and continued use of cgm. Investigation included customer troubleshooting, device restart, review of user-provided video, and assessment by support. Investigation of this device was confirmed and revealed a failure of the device¿s user interface control (sleep/wake button) associated with a mechanical or electrical activation issue of the button component. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the sleep/wake button.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigationthis MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."